Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user experienced fluctuations in glucose, with a peak blood glucose value of 315 mg/dl and a low of 67 mg/dl associated with missed meal announcements. The user managed the low with fast-acting carbs and allowed the ilet to correct the elevated glucose. No outside medical intervention was required.